Event description:
The surgeon inserted an aq2010v silicone three piece lens and the lens torn upon insertion. The lens was removed without enlarging the incision and no sutures were required. There was no patient injury reported.